Event description:
It was reported that the patient presented remotely via merlin.net transmission. The transmission showed that the patient¿s pacemaker was in backup vvi mode. The patient will be brought into the clinic for further evaluation. No intervention was performed. The patient had no adverse consequences.